Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (zcb00 +17.5 diopter) was explanted in a secondary surgical procedure from the right eye of a male patient. The event was due to handling problem; the surgeon implanted the incorrect lens, it was removed, and the correct lens implanted. The same model lens, a higher, 25.0 diopter lens was implanted as the replacement lens. Reportedly, there was no incision enlargement, no suture used and no patient injury. No further information was provided.